Event description:
It was reported that, "surgeon placed poly liner after implanting cup. After surgeon relocated hip with trialed broach and head, patient had instability posteriorly. Surgeon made decision to change cup position, therefore, liner needed to be removed."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.